Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: tpn tubing leaking above buretrol. Leak appears to be near the venting tubing that is below the spike. Lot# of defective item available: no. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No harm.

Manufacturer narrative:
One sample model 2441-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. The ports and components above the burette were pressurized. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.